Event description:
It was reported to boston scientific corporation that during a benign prostatic hyperplasia (bph) procedure (male patient; age and weight are unknown), the dilation balloon of a prolieve thermodilitation catheter ruptured. The device was removed and replaced with another prolieve thermodilitation catheter. There were no patient complications reported as a result of this event. At the conclusion of the produce, the patient's condition was reported as "fine."

Manufacturer narrative:
Visual examination of the returned device noted a longitudinal tear in the anchor balloon, no additional damage or anomalies were noted. A functional evaluation was performed by filling the compression balloon with water; however, the water leaked through the anchor balloon due to crosstalk with the balloon lumens. The most probably root cause is due to manufacturing.